Manufacturer narrative:
The plate 8 hole straight (item# 73-1952, lot# unk) was not returned for investigation. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. The root cause of the reported issue is attributed to off label usage of the device. This patient was treated for a sternoclavicular ligament injury using an 8-hole slb plate to secure the ligament using wires. This is not on the indications for sternalock blu plates, intended to align and stabilize fractures in the anterior chest wall to promote bone fusion. A long plate may be subject to stress from traction/retraction exerted by the ligament and cause fatigue in the material followed by breakage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Telephone #: (B)(6). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision procedure approximately 14 months after implantation of a sternalock blu 8 hole plate due to plate fracture.attempts have been made and additional information on the reported event is unavailable at this time.